Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a flo-gard infusion pump with failure code 78 was found and confirmed by a baxter service technician. This condition was caused by a faulty central processing unit printed circuit board. The central processing unit printed circuit board was replaced to correct this condition.should additional information be received, a follow-up medwatch will be submitted.

Event description:
During device testing by a baxter service technician, a flo-gard infusion pump experienced failure code 78, which interrupted delivery. There was no patient injury or medical intervention necessary, as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.